Event description:
Customer reported: during pre-test prior to use on a pt at hosp, a nurse confirmed the cuff was deflated even by injecting the air in it by syringe. Customer confirmed that no fault was identified during pretesting efforts. Customer confirm that fault was identified during pretesting efforts. No pt involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the mfg site for analysis.